Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: an electrical discharge between the cutting wire and the distal end of the endoscope. Based on the results of the investigation, it is likely the following led to the malfunction: an electrical discharge occurred, and the cutting wire became hot instantly. This had caused the cutting wire to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an endoscopic sphincterotomy, the wire of a single-use 2-lumen sphincterotome was cut while inside the body. It is unclear when the wire was severed, and there was no indication of any part falling off. The combination device used alongside the reported device was not identified. The therapeutic procedure was completed using a similar device, and there were no reports of patient harm.